Event description:
It was reported that the pt was getting out of bed and heard a pop. It was further reported that she had trouble with weightbearing on the leg that was operated. Therefore she returned to the hosp and the eval revealed non-union of the femur fracture and a broken nail.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. There is no indication for a product failure. With the info given so far, no further investigation is possible. The root cause for this event cannot be identified. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).